Manufacturer narrative:
Lumenis contacted the user facility to request additional information regarding the event. The complainant, who was in the operating room at the time of the event, confirmed that no patient injury occurred and the case was completed successfully by an alternative procedure (basket and stent). The complainant further reported that two lumenis slimline sis 200¿ fibers were used prior to completing the procedure with the alternative basket and stent. The complainant was unable to provide the fiber lot numbers; therefore, the manufacture and expiration dates are unknown. One of the fibers was returned to their point of sale, however lumenis has not been informed of the event, nor has the device been received for analysis. The complainant indicated that the second device had been disposed and would not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A lumenis service engineer visited the site four (4) days after the reported event. Upon inspection, the engineer could not duplicate the reported 'crackling noise and smoke' with a test fiber, however the engineer did discover some damage on the blast shield. The engineer subsequently replaced the blast shield. After performing energy checks and verifying the output was within manufacturer specifications, the system was returned to the facility safe and ready for use. A review of subject device lumenis p120 labeling ((B)(4)) revealed the following: "if you hear an abnormal popping sound while delivering the treatment beam, accompanied by a dramatic reduction in treatment effect, the debris shield and/or the optical fiber have probably failed; you should immediately stop treatment and inspect both the debris shield and the fiber." "The debris shield is a replaceable part that protects the laser system's optical components from damage by a failed delivery system. The debris shield is like a fuse: you only need to replace it if inspection reveals that it is damaged." Additionally, the subject device labeling instructs when there is no laser emission or inadequate or no aiming beam the user is instructed to replace the delivery system, and inspect & replace the debris shield if necessary. Furthermore, "spare debris shields are located in the compartment at the rear of the laser console. A notification appears in the notification bar when there is no spare in the compartment." Blast shields are user replaceable parts which are included with the system. When a user changes a blast shield it may enable resuming the operation. The operator manual instructs the user about the proper use of the system and components, and the system should be used by a professional user. Although lumenis acknowledges that there may have been a malfunction with the laser fiber which caused the blast shield to burn, based on the information above, the procedure likely would have continued had the delivery devices and blast shield been inspected and replaced if necessary. Lumenis concluded that device operator's failure to follow subject device IFU to be the probable cause of the reported event.

Event description:
A user facility reported that during a stone procedure in which a lumenis pulse 120 laser was being utilized with a lumenis slimline sis 200¿ fiber, a crackling noise and smoke was observed coming from the area where the fiber connects to the system. The operator changed the fiber to another one of the same sis 200¿, and the same thing happened. Not confident in continuing the procedure with the use the laser, the rest of the procedure was completed with a basket followed by a stent placement. No report of patient injury was received and the malfunction did not effect any change in the patient's status.